Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument underwent external and internal visual inspections, no broken conductor wire detected. The instrument passed the electrical continuity test. Additional observation(s): the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the customer reported issue broken branch electric wire cannot be determined based on the information provided and failure analysis results. No product issue was identified. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted left hemicolectomy surgical procedure, a fenestrated bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the cable was not broken in half and the insulation was not damaged. The instrument did not have any loss of cautery associated with a broken/loose cable. There were no signs of thermal damage. The instrument did not collide with any other instrument or tool during the procedure and no fragment fell into the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.